Event description:
The cup failed by separating at the insertion of hose adapter. Rptr thinks this also happened with partial separations in the past and rptr thought the hand pumps were failing and now believes it to be cup malfunction. During a low vacuum assisted delivery with the tender touch flex cup the vacuum broke. The cup was applied and suction was achieved to 50cm of hg. Traction was applied and the tube and small white disk separated from the flex cup completely leaving the cup on the infant's scalp and the tube and handle in the provider's hand. Previous failure count: o.